Event description:
According to the complainant a paedigav distal catheter ruptured postoperatively. The valve was implanted on (B)(6) 2006. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided. Height: 120 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the valve with distal catheter was received in a plastic container. Results: first we performed a visual inspection with the valve. The investigation revealed that the valve had no deformations or other abnormalities. Also the catheter showed no abnormalities. Why the cather ruptured is unknown, and it takes an enormous amount of force necessary until the catheter would rupture. We do not have equipment to investigate calcification. The catheter looks like a normal catheter; we assume there is no calcification. However, we can say surely that the ligature thread is not a product from miethke; it is a blue ligature at the catheter connection. Maybe the ligature was not properly attached to the reservoir and thus the detachment occurred. But there could be a variety of reasons and causes of a rupture, which would be dependent upon many different circumstances. An analysis of the reason not possible. The manufacturing of the shunt system and the in process controls guarantee the integrity of the product. All products are 100% performance tested and visually inspected during assembly, packaging, and prior to final packaging. The valve was sterilized by miethke and released for shipment, which was documented as well. No further actions required.